Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of blood glucose of 346 mg/dl. The customer experienced symptoms such as exhaustion. The customer was treated with pain meds. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot the issue and did not return the product back for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017. ,